Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2022, during a procedure, when surgeon attached the driving cap to the insertion handle and struck the driving cap with hammer, it caused the threaded portion of the driving cap to snap off inside of the insertion handle. There was no patient or procedure impact. This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. A device history record (DHR) review was conducted: part number: 03.010.523, synthes lot number: 9842070, release to warehouse date: 06. May 2016, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.